Manufacturer narrative:
(B)(4) date sent: 11/29/2016. Batch # (B)(4). Additional information was requested and the following was obtained: did the device lock out and would not fire? (Would not fire) no, it was a brand new piece. Or, did the device begin to staple and cut but then jammed in that the staple line and cut line stopped at approximately the same place? (Partial fire) possible the analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings missing from the saddle pin, both bearings were not returned. In addition received a cartridge b, the reload had the swing tab in the locked position, and the proximal 24 drivers up and the remaining drivers were down with staples present. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon was transecting the large bowel. The firing knob on the device was not able to advance. It was stuck. Surgeon did not further use force to advance the blade. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.